Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for 3 of the 14 prescribed days. The patient has a history of reaction to medical adhesive and sensitive skin. The cause of the reported event cannot be determined; however, the patient¿s preexisting allergies cannot be ruled out as a contributory factor. However, skin irritation is an inherent risk of the device. The device manual's ¿warnings¿ section read as follows: do not use the zio monitor on patients with known allergic reactions to adhesives or hydrogels or with a family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to the emergency room (ER) with signs of an anaphylactic allergic reaction allegedly caused by the zio monitor. The patient experienced itching, burning sensation, and redness under the adhesive immediately upon application of the device. The patient reported that their symptoms progressed over time, including difficulty breathing and the sensation of something stuck in their throat. Despite the reaction, the patient continued to wear the device. As part of post-care, the patient was prescribed prednisone (steroids) and benadryl. Irhythm followed up with the patient and was informed that the reaction was healing, but some blisters were still present. Irhythm advised the patient to remove the device. The patient is still occasionally taking benadryl.